Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve was chosen for implant using an unknown delivery system. During the procedure, due to recaptures the valve leaflets were elevated (deformation). Although the valve was functioning properly, it was replaced in accordance with protocol. A new 35mm navitor vision valve was chosen and completed the procedure. There was no delay in the procedure. The patient was reported stable.

Manufacturer narrative:
An event of leaflets deformation during procedure due to multiple recaptures was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on all available information, the reported event appears to be related to user technique during procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.